Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer died on (B)(6) 2014. It was reported that the cause of death was cardiac arrest, obesity, respiratory arrest and emphysema due to smoking. The daughter of the customer reported that the customer's blood glucose at the time of death was 126 mg/dl. It was reported that the customer was not wearing the insulin pump at the time of death and was treated thru manual insulin injections. It was reported that the daughter of the customer would return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with no battery. Cracked reservoir tube lip, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners were noted during visual inspection. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Unable to perform data analysis due to insulin pump received with no battery in the battery tube.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.